Event description:
It is reported that the surgeon had difficulty inserting the poly into the tibia tray. Surgery was completed with another poly which seated properly.

Manufacturer narrative:
(B)(4). Eval summary: dimensional analysis shows that the device is conforming to print specs. Visual examination of the articular surface reveals damage to the dovetail, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however moe info would be needed to conclusively make that determination. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.